Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr cup and bhr head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history review was performed using the part numbers for a 54mm bhr cup and 48mm bhr head in search of complaints involving metallosis throughout the lifetime of the product. Similar complaints have been identified for the bhr cup and bhr head. This failure will continue to be monitored. As no device batch numbers were provided for investigation, a manufacturing record review and IFU review not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Although it was reported that there was an increase in cobalt and chromium, erythrocyte sedimentation rate and c-reactive protein levels, along with a slight anteversion of the cup on x-ray, neither the levels nor the x-ray or lab reports were provided. The reported pain, elevated erythrocyte sedimentation rate, c-reactive protein, cobalt and chromium levels, along with a slightly anteverted cup seen on x-ray and the intraoperative findings of grayish and blackish sustained synovial tissue may be consistent with findings associated with metallosis and synovitis. However, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported pain and synovitis cannot be confirmed. The findings of a slightly anteverted cup on x-ray could be seen as a result of metallosis, but changes in position or loosening could also accelerate wear and lead to metal debris and result in metallosis as well. It cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed due to metallosis; highly elevated cobalt and chromium levels.